Manufacturer narrative:
Evaluation of the returned t27 driver found that approximately 3.5 mm the tip had fractured and separated from the device. The remaining most distal tip appears to have been bent/twisted in a clockwise direction which is associated with the final tightening process. Both the t27 set screw driver & the mating torque limiting handle are identified via an aqua band to provide a visual indicator as to the proper union. Surgical technique guide (lit-84666) provides an illustration as well as instructions for the final tightening process.

Event description:
During final tightening of one of the set screws, the rep realized the incorrect handle was attached to the driver. This caused the distal tip of the driver to twist and sheer off.